Manufacturer narrative:
Serial number: (B)(4). Unique identifier (UDI) number:(B)(4) . Device manufacture date: april 7, 2016. During follow-up communication, livanova (B)(4) was informed that the customer only sought out technical support and that no on-site service has been requested.

Manufacturer narrative:
Patient information was not provided. The serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touchscreen of the centrifugal pump 5 (cp5) became unresponsive when the user attempted to open or close the auto-clamp during a procedure. After several unsuccessful attempts to open the device, the tubing was removed from the auto-clamp. The team elected to begin the procedure without the clamp and attempted to disable the device in the cp5 menu, however this was also unsuccessful. The team then decided to change out the cp5 and began the procedure without attempting to engage the auto-clamp. There was no report of patient injury.